Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high results from coaguchek inrange meter serial number (B)(4). The result from a laboratory using neoplastin ci plus reagent was 3.3 inr. The result from a laboratory using recombinant thromboplastin was 4 inr. The result from the meter with an unknown strip lot was 4.1 inr. The results from the meter using strip lot 30497515 were 4.6 inr and 5.1 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. Relevant retention test strips (lot 304975) were tested in comparison with the master lots coaguchek xs pt (lot 286321-80, lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.